Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the husband that the patient's blood glucose (bg) values dropped to 40 mg/dl. The patient started talking incoherently, dizzy and lost consciousness. For treatment, the patient was given food and drink. The pod was worn on the leg.